Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient demographics was not provided.

Event description:
It was reported that the tubing set unintentionally disconnected from the optima phaseal during the night without a clam shell. The tubing set disconnected again during the day with the clamp still in place when no tugging was applied. Although requested, no additional information was provided.